Manufacturer narrative:
No lens was returned in the unit carton.

Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens jammed in the cartirdge. No pt injury. Additional info has been requested from the user facility, but none has been forthcoming. If additional info is rec'd a supplemental med watch shall be sent.